Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation- right fallopian tube") and facial paralysis ("bell's palsy") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 4 ((B)(6) 2014, (B)(6) 2006, (B)(6) 2008 and (B)(6) 2013) and menarche. Concurrent conditions included obesity, loss of voice, sore throat, smoker, menses irregular, menorrhagia, allergic to dogs and dyspareunia. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced facial paralysis (seriousness criterion medically significant), bacterial infection ("bacterial infections"), nerve injury ("nerve problems"), tooth fracture ("teeth cracking"), dental caries ("dental decay"), ear infection ("ear infections"), ear pain ("ear ache"), headache ("headaches"), allergy to metals ("allergic to nickel") with eye movement disorder, muscle twitching, lacrimation increased and pruritus generalised, mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"), asthma ("asthma"), nausea ("nausea"), vision blurred ("blurry eyes"), musculoskeletal pain ("right sided pain in shoulder"), neck pain ("neck pain"), back pain ("back pain"), arthralgia ("hip pain") and pain in extremity ("leg pain"). The patient was treated with surgery (underwent hysterectomy, salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, facial paralysis, nerve injury, tooth fracture, dental caries, ear infection, allergy to metals, mental disorder, asthma, musculoskeletal pain, neck pain, back pain, arthralgia and pain in extremity outcome was unknown and the bacterial infection, ear pain, headache, nausea and vision blurred was resolving. The reporter considered allergy to metals, arthralgia, asthma, back pain, bacterial infection, dental caries, ear infection, ear pain, facial paralysis, fallopian tube perforation, headache, mental disorder, musculoskeletal pain, nausea, neck pain, nerve injury, pain in extremity, tooth fracture and vision blurred to be related to essure. The reporter commented: pfs - patient sought treatment for nerve problems (2013; office visits and physical therapy), dental issues (2016; removal of tooth), ear infections (2014; ER visit), bell¿s palsy (2014; ER visit), bacterial infections (2014; office visit), stabbing pain right side body (2013; office visits & ER) and headaches ((B)(6) 2014; CT scan). Patient did not received treatment for nerve twitching/muscle spasms. After essure her asthma and allergies worsened drastically - 1 year post removal (B)(6). Mr - the patient tolerated the insertion procedure well. Possible deployment of 2 devices into the right ostia. Two separate right sided essure device coils and a single left sided essure device coil (discrepancy noted.) Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.9 kg/sqm. Computerised tomogram head - on an unknown date: negative. Human chorionic gonadotropin - on an unknown date: negative. On (B)(6) 2014 underwent hysterosalphingogram : one side was blocked and the other side was not blocked. Hospital visits: x rays spine (B)(6) 2008, (B)(6) 2014); headaches/ear pain & dye test (2014/2015); abdominal pain/arm pain, CT scan brain, lumbosacral strain, head pain & bell¿s palsy ((B)(6) 2014, (B)(6) 2015, (B)(6) 2015 & (B)(6) 2015) and cervical radiculopathy ((B)(6) 2017). On (B)(6) 2014 : hysterosalphingogram : 2 separate right sided essure device coils and a single left sided essure device coil. Contrast external to the left uterine cornua may be related to contrast within the left fallopian tube/free spillage or intravasation/lymphatic drainage. Repeat study recommended. Right sided grade 1/cornual blockage. On (B)(6) 2014 : x ray of the cervical spine- ap, lateral and oblique views : no acute fracture or acute malalignment. Slight reversal of the normal cervical lordosis centered at c5-6. On (B)(6) 2016 : surgical pathology report : final diagnosis: uterus, cervix, bilateral fallopian tubes; hysterectomy: uterus (170 grams) with proliferative endometrium. Chronic cervicitis. Bilateral fallopian tubas with no histopathologic abnormality. Essure coils x 3 (gross exam only). Gross description: received is a container labeled with the patients name and unit number and designated uterus, cervix, bilateral fallopian tubes. It contains a uterus with attached cervix and fallopian tubes weighing 170 grams. The uterine portion measures 7 x 6 x 5 cm. The attached cervix measures 3 cm in length. The endocervical mucosa is pink and has a 3.1cm diameter and 0.3 cm os. The uterine serosal surface is grossly unremarkable. The right fallopian tube measures 8 x 0.3 cm, and left fallopian tube 7 x 0.5 cm. Sectioning the right fallopian tubes reveals an essure coil in the tube,lumen and a second essure coil in the myometrium/tube insertion site. The left fallopian tube had an essure coil in place. The tubes are otherwise grossly unremarkable. Opening the uterus reveals an unremarkable endocervical canal. The endometrial cavity measures 5 x 5 x 0.3 cm. It is slightly glandular. No distinct polyps or mass lesions are identified. Sectioning the myometrial wall reveals no intramural nodules. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.